Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/03/2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated itching began on (B)(6) 2018 and a rash developed. The location of the reaction was on the right side of the abdomen approximately three inches from the belly button. The skin reaction extended outside of where the sensor patch had been adhered to the skin. The sensor was removed on (B)(6) 2018 due to the skin reaction. On (B)(6) 2018, and was examined and prescribed mupirocin to be used topically on the rash. At the time of contact, it was indicated that the patient was stable and that the rash had cleared up in approximately one week. No additional event or patient information is available.